Event description:
The patient reported, she had surgery and they accidentally cut the catheter to the pump, while making an incision to treat an infection unrelated to this device. The catheter is now "dripping" medication. The patient stated, she is receiving IV dilaudid for pain control, but is not getting the same level of pain control she previously had.

Manufacturer narrative:
.